Event description:
It was reported that a new user of the ilet experienced hypoglycemia with a blood glucose of 68 mg/dl and then overtreatment that resulted in hyperglycemia of 209 mg/dl, occurring on the first day of ilet use while the connected cgm sensor had failed and the replacement cgm was paired to the dexcom app but not to the ilet, resulting in no ilet alarms. Customer care provided customer support review and user coaching on pump features and low treatment procedures. Investigation revealed that the pump was within its learning period, the user had disconnected and paused insulin, and the ilet¿s safety features inhibit insulin when glucose is low or falling. Symptoms included anxiety during the low. Outcomes included successful treatment of hypoglycemia with oral carbohydrates, without hospitalization. It was concluded that user overtreatment of hypoglycemia and cgm pairing status contributed to the event rather than a malfunction of the ilet device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.